Event description:
Follow up information received reported the issue had resolved for the patient and that no additional actions were to be taken at this time. If additional information is received, a follow up report will be sent.

Event description:
It was reported that there were reports of a patient losing stimulation at times. It was noted that this did not seem to be related to impedance problems or adaptive stimulation. One patient might have had the implantable neurostimulator (ins) explanted and replaced. Additional information received four days later reported that all impedances were checked with nothing to report. The sensor orientation was reset on the patients with "nothing to report." Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID neu_recharger_acc, serial# unknown, product type recharger; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).